Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the left anterior descending (lad) artery with mild calcification and mild tortuosity. A nc trek balloon dilatation catheter (bdc), an unspecified drug eluting stent (des) and an unspecified imaging catheter were attempted to be advanced on a whisper guide wire (gw); however, the gw was not able to track the bdc as the wire felt too sticky. The coating the wire core was peeling during removal of the gw. Despite this, the wire was used to complete the procedure. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection, dimensional analysis and functional testing were performed on the returned device. The reported peeled/delaminated polymer coating was not confirmed. The reported difficult to advance the device was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. However, a review of the complaint handling database identified two other incidents from this lot. The investigation determined to the reported difficult to advance and the reported peeled/delaminated appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.